Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated.

Event description:
It was reported that the 9600 system has a collimator iris potentiometer error and would not x-ray during a case. No patient injury was reported.